Event description:
Index surgery: (B)(6) 2013. Dislocated rtsa in patient with deltoid atony and possible neuropathic joint. Discovered on x-ray on (B)(6) 2013. Patient had no pain. Surgeon performed closed reduction on (B)(6) 2013. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the dislocation reported was likely the result of loosened supporting ligaments and muscles, which is addressed in the product labeling under device specific risks.